Event description:
It was reported that the customer's parents felt the insulin pump delivered two boluses without any input from the customer. The insulin pump was uploaded in carelink, and the report showed that the bolus wizard was used during the boluses. The parents were uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.